Event description:
The customer reported via phone the sensor bent and broke when she was trying to load into the serter. The customer was advised that the serter and sensor would be replaced. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.